Manufacturer narrative:
(B)(4) electrical shocking sensation.

Event description:
Following recent pump replacement surgery, the pt experienced an electrical shocking sensation throughout his body. The pt experienced difficulty breathing due to hyperventilation. The pump delivered morphine, clonidine, and bupivicaine. Additional info has been requested, but was not available as of the date of this report.